Event description:
Patient has been using hubble daily contact lenses for the past several months. He came in today to my office complaining of irritation with and without the contact lenses being on. Even if he has given his eyes a "break" by wearing glasses. His eyes have giant papillary conjunctivitis from these contact lenses and now required treatment. Therapy duration: 7 months. Diagnosis or reason for use: contact lenses, used to see.